Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 29-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving fentanyl (1,000 mcg/ml, 59 mcg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported there was a drug refill discrepancy. The pain hcp performed a catheter dye study (date unknown) and found the catheter was not flowing efficiently. The spine segment of the catheter was replaced. During the procedure, the hcp found a kink in the back. The issue was resolved at the time of this report.